Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) experienced fungal peritonitis manifested by cloudy effluent with ¿black fluxes in it¿ and abdominal tenderness. The pd nurse reported the cause the peritonitis was unknown. On the same day as the onset, the patient started treatment with intraperitoneal (ip) vancomycin (1 gram, frequency and duration not reported) and ip fortaz, ongoing (1 gram, frequency not reported) for peritonitis. The next day, the patient was treated with oral diflucan, ongoing (dose and frequency not reported) for peritonitis. The next day, the patient was admitted into hospital for further treatment for the event. On the same day, the patient began treatment with intravenous (IV) vancomycin, ongoing (1 gram, frequency not reported) and IV amphotericin b, ongoing (dose and frequency not reported) for peritonitis. One day later, the patient¿s pd catheter was removed and hemodialysis was started. At the time of this report, the patient remained in the hospital "in grave condition", and was not recovered from this peritonitis event. No additional information is available.